Event description:
It was reported that during a ptca/stenting procedure to treat a tortuous, calcified lesion, difficulty was encountered while attempting to cross the lesion with the stent delivery system. The catheter was removed and it was noted that the stent was no longer on the delivery system. The stent was located in a graft. A balloon catheter was advanced and inflated to retrieve the stent. During removal of the balloon catheter through the sheath introducer, the stent separated from the retrieving catheter. The sheath introducer was pinched off and removed along with the stent. No pt injury was reported.